Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. No sample has been rec'd to date. Root cause has not been determined. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that a surgeon noted that the knife blade was dull during surgery. The surgeon expressed dissatisfaction with the incision, but no harm to the pt was reported.